Event description:
Per the audiologist, the patient was explanted due to migration of the electrode due to a cholesteatoma. The patient's device was explanted in early 2009, and the patient was implanted with a new device during the same surgery.